Event description:
N/a.

Manufacturer narrative:
Service is not completed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during inspection of the cs100 intra-aortic balloon pump (iabp) the customer found that the iabp displayed a battery maintenance alarm. The customer restarted the device and charged it, but it still could not be turned on and used after disconnecting the ac power. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection of the cs100 intra-aortic balloon pump (iabp) the customer found that the iabp displayed a battery maintenance alarm. The customer restarted the device and charged it, but it still could not be turned on and used after disconnecting the ac power. There was no injury caused.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was confirmed the device detected that the battery needed maintenance, the battery could not be charged, and the battery was judged to be faulty. After the battery was replaced, the various functional parameters of the device were tested to be normal and delivered for use.

Event description:
N/a.